Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that oversensing was observed on the right ventricular (rv) lead during a ventricular high rate (vhr) episode. The sensitivity setting was reprogrammed on the associated device and the issue was resolved. The lead remains in use. The patient is enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.